Event description:
Hcp reported the pump was explanted and returned to the MFR for analysis after having been implanted for 28 months. He reports that the pt felt it "never worked well." A follow up report will be sent when add'l info is received.